Event description:
On (B)(6) 2013, the reported stated that a part of the angio cath was cut. Additional information received via email on (B)(4) 2013, the reported stated that the broken catheter was removed by surgery. Several attempts were made to obtain more information but were unsuccessful. No further information is available.

Manufacturer narrative:
Lot manufacturing review on lot 2325115 found no similar non-conformance on the complaint defect. Review lot history found that there was no quality notification raised for similar non-conformance during the production of this lot. A broken catheter tubing was returned for eval. The broken off portion of the catheter was examined. The portion of the catheter/adapter was not returned. The length of the broken off catheter was 17mm, the total length of the catheter was 19mm. Observed smooth edge at the broken off portion. Also returned were two unused products in an opened package. The catheter was visually inspected. The broken catheter was most likely due to a cut by a sharp object like scissors or a cutter. This non-conformance could have occurred out of the manufacturing facility.